Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported bottom aligners cut into their gums and turn their gums white from how tight they are. Provided step 1 fit issues and blanching fit tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.